Manufacturer narrative:
Corrected data: f10, h6. Reference CAPA-20-00141.

Manufacturer narrative:
This is one of two manufacturer reports being submitted for this case. Please reference related manufacturer report no: 2015691-2020-1238. Per the instructions for use (IFU), valve embolization is a known potential complication associated with the transcatheter aortic valve replacement (tavr) procedure. There are multiple patient and procedural factors that alone or in combination can cause or contribute to ventricular embolization, including improper positioning prior to deployment, poor image intensifier angle, poor coaxial alignment of the valve/delivery system, a narrow, calcified sinotubular junction, minimally or bulky/severely calcified aortic leaflets, rapid deployment, release of stored tension during deployment, and movement of the delivery system by the operator. The thv training manuals instruct the operator on proper positioning and deployment of the valve, including all procedural and anatomical considerations. Physicians are extensively trained by edwards before they are qualified to use the sapien 3 thv. Training includes patient screening, device preparation, approach, deployment, imaging, procedure-specific training manuals and proctored procedures. The correct alignment and positioning of the device at the point of deployment is emphasized as a key factor to the placement and fixation of the device. Operators are also instructed to use fluoroscopy as the primary method of visualization for positioning and deployment. In patients with high-risk anatomical features for ventricular embolization (i.e. Small, calcified stj, minimal leaflet calcification), bav may provide indication of potential balloon movement during valve deployment. In this case, there was no allegation or indication a valve malfunction contributed to this adverse event. Per medical opinion, the valve movement on the balloon subsequently leading to the valve embolization was due to patient factors (one leaflet of the raphe was quite calcified) and procedural factors (sheath inserted at a steep angle) resulting in the high push force during insertion of the delivery system through the sheath. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.

Event description:
As reported by an edwards lifesciences affiliate in (B)(6), during a transaortic tavr procedure the 29 mm sapien 3 valve was implanted in the aortic position embolized to the left ventricle and was explanted. Per report, the sheath was inserted at a steep angle. During insertion of the certitude delivery system through the sheath a high push force was encountered. During valve deployment the balloon filled distally to proximal and the balloon moved a few millimeters towards the ventricle. The proximal end of the stent frame was deployed incomplete and had a conical shape. Five heart cycles later the valve moved into the ventricle. Surgical intervention was required and the sapien 3 valve was replaced with an edwards intuity surgical valve. The patient was stable post procedure and required ventilation. As per medical opinion, the valve movement on the balloon was caused by a high push force of the delivery system through the sheath.